Event description:
Per medwatch mw5106866: spontaneous call from patient to report that two of their premix cassettes were no good. Both cassettes were showing no disposable found. Lot number not available. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported by pt/caregiver.

Manufacturer narrative:
Other, other text: h6) additional information received indicating that the event occurred while in use with the patient; there was no patient injury. Patient information was received. The device will not be returned.